Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they were set to move in michigan and requested to get a hold of rep for reprogramming. Caller mentioned that they have been having issues since day 1, and they already tried to make some adjustments on their settings, what its doing right now is they could feel it up to their stomach and chest a lot. Pt also mentioned that they were in the middle of getting a social disability security and they don't have their insurance, so they haven't got their hcp yet. Pt added that whenever they needed to be reprogrammed, they just called their mdt rep, and the rep would go to their house. Agent reviewed patient services and mdt rep role. Pt stated that they don't have a managing doctor as of the moment as they were still working on something in their medicare. Agent sent an email to the field and provided nas number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.